Event description:
It was reported the patient experienced ineffective stimulation due to the lead not being placed well initially. As a result, the patient's lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.